Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The reciver data log was downloaded and reviewed and 17 records of "system power on" and 4 records of "rttloss" on incident date (B)(6) 2017 were observed. A receiver functional test was performed and passed. The receiver case was opened for internal inspection and failed as a defective battery ic chip was verified. The battery ic chip had a bad solder allowing for the pins to lift up. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.